Event description:
Patient was implanted with the nalu (B)(6) 2023 and after having the system activated found that the implanted pulse generator was not consistently connecting to the external therapy disc due to the ipg being rotated within the pocket. A revision procedure was performed on (B)(6) 2023 to place implanted components in a more optimal location to avoid migration within the pocket.